Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also associated with this event is pxc181400/05430937.

Event description:
In 2007, the patient was treated with the gore excluder aaa endoprosthesis. During the 30 day follow-up, computed tomography revealed that the endoprosthesis had migrated proximally and was covering the left renal artery and partially covering the right renal artery. In the same month, a reintervention was performed and a stent was implanted in the right renal artery to prevent any further migration. Imaging also revealed a distal type I endoleak on the left side of the endoprosthesis. The endoleak has not yet been treated; the physician is monitoring the patient for further migration before performing another reintervention.